Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed testing, and the reservoir failed per inspection due to an occluded transfer guard needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call air bubbles inside the reservoir. Customer advised when they fill the reservoir and set the insulin vile back upright to remove the reservoir from the transfer guard the air gets pushed back into the reservoir. Customer was advised that the reservoir seems to be occluded. Customer was advised to send the reservoir back and that a replacement reservoir will be sent out.